Event description:
Other ((B)(6) states the rear wheel is not rolling properly. Other (B)(6) states the wheelchair belongs to her mother and she goes to daycare and when she returned home she noticed the wheel. Other ((B)(6) and her mother both have the same name and live at same home address and phone.